Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that while disconnecting heparin line from piv, the neck portion of the line broke off into the IV hub. Three photos were received for quality evaluation. The photos provided shows that a male luer connector broke off into the maxplus connector. The photos do not show any issues with the maxplus connector itself. The customer complaint of component damage on the product mp1000-c could not be verified. A root cause analysis was not conducted because the failure seen in the photos is not a failure on the reported product. The broken male luer is a part of a different product. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd maxplus needless connector was broke the following information was received by the initial reporter with the following verbatim it was reported by customer that while disconnecting heparin line from piv, the neck portion of the line broke off into the IV hub.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.